Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a reporter on behalf of the lay user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to specify when the alleged inaccuracy issue first began but reported that it happened "in the morning". It was reported that the patient obtained an alleged inaccurate high blood glucose reading with the subject meter compared to a result obtained with the patient's accucheck meter, the tests were performed within 30 minutes of each other. The reporter was unable to provide results. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with novolin 70/30 (dose adjusted according to a sliding scale) and it was reported that the patient took her usual dose of insulin immediately after obtaining the alleged inaccurate high result. The reporter claimed that 30 minutes later the patient develop symptoms of feeling "shaky, sweaty, disorientated and did not feel good". However, the reporter claimed that the patient did not receive any treatment or medical intervention as a result of the alleged inaccuracy issue. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. In addition, based on the information provided, the patient was following the correct testing procedure. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high result with the subject meter.